Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no reported adverse event with this complaint. This is being ruled out based on the following: this malfunction is generally obvious and detectable by the user. In addition, the owner&#62688;booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, the pump was returned with no evidence of moisture behind the display. All of the keypad buttons were inoperable. There was no physical damage on the keypad. The keypad was removed and there was no contamination or moisture found. A leak test failed due to a pump casing crack. The pump case was opened and there was moisture found on the keypad flex. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.